Manufacturer narrative:
Complaint #71518 received. There were no allegations of patient harm. The customer did not return the device for evaluation. The customer claims the device was repaired by replacing the heater assembly.

Event description:
The user reports failure of the equipment by not heating the water beyond 34 degrees.